Event description:
The customer reported that in the middle of a parathyroidectomy case, the anesthetist tried to retract endotracheal tube back a bit. He found that he could not ventilate the pt. As he tried to trouble shoot, he suspected that the cuff had herniated over the end of the distal tip. The customer verified the tube was too far into the right mainstem, and did not deflate the cuff as they tried to remove the emg tube. It was removed and replaced with a different tube to continue the procedure.

Manufacturer narrative:
Tube was thoroughly examined by quality engineering in accordance with the manufacturing instructions, including a visual examination of the lumen of the tube, external shaft and cuff, the roberts valve and connector. No abnormalities or issues could be found that would cause or contribute to any airway obstruction. The cuff inflated normally without any issues or physical deformities. A stylet was also passed down over the lumen to detect any blockages herniations, or lumen delamination that could not be visualized on examination. No such issues could be detected. The device history record for the lot # of the reported device was reviewed to identify any issues that may have occurred during manufacture of the product involved in the event. No deviations, issues, or non-conformances were found. Changes that might have been made to the design or mfg process were reviewed with the following results: no supplier material or process changes in the last two yrs. No mfg process changes impacting issue. Raw material and fg non-conformances review; no related issues. Cuff material; no durometer changes. The IFU and emg tube was reviewed, and it was determined the precautions were adequately addressed.